Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 50- 500 (mg/dl). Customer administered manual injections, changed their infusion site, and administered a bolus to treat the elevated bg levels, and consumed glucose tablets to treat the low bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data by quality engineering review of pump data showed a low blood glucose (bg) level of 55 (mg/dl) recorded on (B)(6) 2016. Customer made multiple bolus requests without entering current bg level and still have insulin on board (iob) from a previous bolus delivery. One of the bolus requests occurred an hour and a half before the low bg level was recorded. Pump data also showed a cartridge change sequence was completed on (B)(6) 2016. Requesting a bolus without entering current bg levels and still having insulin on board (iob) could result in a low bg event. If user did not disconnect during the "fill tubing" process of the cartridge change sequence, insulin would be delivered and could result in a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and a unrelated issue was found.